Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum, perforation, & peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in spain underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After two days, the patient developed pneumoperitoneum and fever. It was reported that the gastric air was removed by a nasogastric tube. The duopa therapy was suspended. Patient remained hospitalized. On (B)(6) 2019, the patient was surgically intervened by laparoscopy for a gastric perforation, peritonitis and a stoma bigger than usual. The stamm gastrostomy was performed on the stoma since the patient started having more intense pain in left hypochondrium and abdominal distension. The patient also had vesical tubing, nasogastric tube to favor the gastric emptying, enteral nutrition and two abdominal drains, one on each hypochondrium. Duopa tube has not been removed with the intention of connecting duodopa again. The patient was treated with antibiotics augmentin and piperacillin tazabactam IV, paracetamol, ondansetron, and enantyum.